Event description:
It was reported to philips that the system gave a remote alert indicating an inability to communicate with the geometry computer, which can impact geometry movements. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.